Event description:
See also MFR # 9614453-2009-06390. The battery was depleted. The output settings were 3.5v, 210 mcs, 185hz, case+, 3-, 24 hours. Impedance was 617 ohms. The patient's status was reported as "no health hazard".